Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user in order to further investigate this issue. After the above was received, dario's representative followed up with the user. The user reported that she tested the old cartridge of strips, which read out of range, as well as the new cartridge of strips which read within range. She also reported that her bg reading with the new strips was 135 mg/dl. As per the user's request, dario's representative followed up again one week later, in order to confirm that the strips were working properly, and the user reported that all of her readings are now within the 80 mg/dl - 120 mg/dl range, which she stated is a normal range for her. While on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that for the past months she had been receiving bg readings that were out of the 80 mg/dl to 120 mg/dl range, which she stated is a normal fasting range for her. Due to the above, the user went to the doctor where she tested her bg and received a reading of 216 mg/dl from her dario meter compared to a bg reading of 131 mg/dl from the doctor's meter. The user also reported recently receiving an a1c of 5.9% from the doctor, compared to an ea1c of 7.1% from her dario meter.